Event description:
A lanx interspinous process device that was previously used in an educational setting was used in surgery. To date there have been no reports of any adverse events related to this issue.

Manufacturer narrative:
Method: no testing methods performed (related device was not returned to manufacturer). Results: no results available since no evaluation performed (related device was not returned to manufacturer). Conclusions: reuse of single use device. Device not returned.